Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2023. Date g2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that when the patient tried to increase the stimulation using the controller, it displayed "the setting value could not be used", so the stimulation intensity could not be increased, so they consulted at the hospital. Upon checking the impedance, it was confirmed that the values were high for electrodes no. 8, no. 10, and no. 12, which were used in the current program; "intellis disconnection". The customer has requested to know when the wire was disconnected, so it was asked to analyze it using the provided reports. The program was changed to a form that does not use the corresponding 3 electrodes, and the outpatient treatment was completed. There were no known environmental, external, and patient factors that may have caused the event. The issue was not resolved at the time of the report. No health damage was reported. It was noted from the provided session report that "the device is below the programmed intensity setting (oor)". High and out of range (>40k ohms) were also noted on the session report listed as "avoid".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that x-rays were done, but it could not confirm the broken part. It was asked but unknown what the cause of the lead being physically damaged was and asked but unknown if the broken lead was due to patient activity.

Event description:
Additional information was received. Lead serial number not known. Regarding clarification of "intellis disconnection" and "customer has requested to know when the wire was disconnected", it was stated that the customer and our rep confirmed a impedance abnormality during the outpatient clinic appointment, it meant a high impedance, which caused the lead disconnection with ins/others and also lead physically damaged. Cause is not known. The electrodes used in the outpatient clinic were adjusted, and the use of electrodes with high impedance were avoided. The issue has resolved. Previously reported information in MFR report #3004209178-2024-15990. Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that settings could not be used. The stimulator charge was at 100%, but the intensity could not be increased to 1.5 milliamperes (ma) of higher on program a1 despite the patient having pain. Previously, it was possible to raise intensity to 1.8 ma. Removing an reinserting the battery pack was tried, but immediately afterwards the screen showed settings not available, and tapping ok led to the menu screen but they could not set the value to 1.5 ma or higher. There was a doctor's appointment on (B)(6) 2024 at 11:30 am and the patient said there was pain but that they could tolerate it until the appointment, so the patient was asked to talk to the doctor about it. The issue was not resolved. Health damage was noted. Additional information was received. Session report received; ins info provided. Regarding the doctor¿s appointment on (B)(6) 2024, as a result of impedance measurement, we confirmed that some of the electrodes were abnormal (high values) and changed the setting to not use those electrodes. The patient was able to be programmed, no surgical procedures were scheduled, and the pain issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, implanted: on (B)(6) 2023, product type: lead, b3: event date updated to match duplicate file reported under 3004209178-2024-15990. G2. Foreign: japan g3: aware date of file reported under regulatory event# 3004209178-2024-15990 was 2024-jul-02. Initial regulatory report was sent on this file on 2024-aug-01, information was reported on time. 2024-aug-12 was the date that it was identified that this report was a duplicate of the event reported in 3004209178-2024-15990. H10: regulatory event #3004209178-2024-15990 was a duplicate of this file. Any new information received in the future will be reported under this file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.